Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced infusion set tubing detachment event on 18-jun-2025. The site of detachment was abdomen. The infusion set was in use for two days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available the infusion set was in use for.